Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that there were occasional nuisance air in line alarms. Nurse reported using alcohol to clean the air in line sensor. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Event description:
It was reported by the clinician that there were occasional nuisance air in line alarms. Nurse reported using alcohol to clean the air in line sensor. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the complaint that there were occasional nuisance air in line alarms was not confirmed with the information provided via email. No devices were returned for this investigation; therefore, inspection, testing and log review could not be performed. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system also, the alaris¿ pcu unit, model 8015 and alaris pump module, model 8100 technical service manual states: accumulated air-in-line when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250microl. (In anesthesia mode only, the threshold value can be set to 500microl.) When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500microl, it also detects and responds to multiple small boluses of a pre-determined number, depending on the bolus size selected as the air-in-line detection threshold. Air-in-line settings the air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250microl. The default setting is 75microl. (In anesthesia mode only, the threshold value can be set to 500microl). There was no information on patient involvement. Root cause: the root cause of the report that there were occasional nuisance air in line alarms was not determined, as no devices were returned for the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.